Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an dsa guided hydropericardium drainage catheter placement procedure using navarre universal drainage catheter. Prior to the procedure, the guide wire could not pass through the tip of the catheter. Reportedly tip of the catheter allegedly damaged. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a partial view of the drainage catheter in which the catheter distal portion is visible. The tip is noted to be pigtailed. The catheter tip is not clearly visible. Therefore, the investigation is inconclusive for the reported guidewire failure to advance and catheter tip damage as the photo evidence provided is unclear which is not sufficient to confirm the reported event. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an dsa guided hydropericardium drainage catheter placement procedure using navarre universal drainage catheter. Prior to the procedure, the guide wire could not pass through the tip of the catheter. Reportedly, tip of the catheter allegedly damaged. The procedure was completed using another device. There was no patient contact.